Event description:
Radiographic evaluation revealed that the vertebral body superior to the magnum+ implant had fractured, causing the implant to migrate slightly anteriorly. A revision surgery was performed in 2009 to remove implants and re-stabilize. The revision case was completed with no further incidences. The pt is reported to be in good health.